Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hypoglycemia after an accidental double meal announcement while using the ilet system, and the caregiver requested guidance on enabling limited access mode for safer operation given the patient¿s memory issues. Symptoms included low blood glucose to 62 mg/dl with device low and urgent low alerts. Outcomes included resolution of the low after oral fast-acting carbohydrates, no medical intervention, and caregiver assistance. Investigation included troubleshooting and user education regarding limited access mode. Investigation of this case revealed user-related meal entry error associated with an accidental duplicate meal announcement; device alerts functioned as designed. It was concluded, based on previously established findings for similar reports, that the cause was user error with appropriate device performance.